Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a piece of plastic found behind the hemostatic valve. The vizigo was not used on the patient. There did not appear to be any damage to the hemostatic valve, the dilator or the sheath. However, since the dilator would not advance and the plastic had been removed, the operator chose not to use the sheath. There was ¿material¿ causing the obstruction but presumed no occlusion when flushing the sheath. The issue was noticed when trying to insert the dilator.

Manufacturer narrative:
On 12-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (b)4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a piece of plastic found behind the hemostatic valve. The vizigo was not used on the patient. There did not appear to be any damage to the hemostatic valve, the dilator or the sheath. However, since the dilator would not advance and the plastic had been removed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was not found neither in the hub component or inside the sheath. The customer provided a picture and the hemostatic valve was observed separated and outside from the hub component. No foreign material was observed during the analysis. The hemostatic valve is white and it was observe separated from the hub component, the white valve was potentially perceived as foreign material. However, this could not be confirmed through this investigation. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve issue reported by the customer was confirmed. The potential cause of the hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).